Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our evaluation of the product said to be involved confirmed the report. The basket was returned fully retracted. Upon visual inspection of the distal end of the device it was noted that the orange section of the sheath was split from the zip port to the distal tip of the sheath. A clear substance was noted near the zip port. The wall thickness of the orange section of the sheath (wire guide lumen) that was split was measured by placing segments of the orange sheath under magnification. The wall thickness was measured and was consistently on the lower end of the specification. Although one measurement was out of tolerance, this is not indicative of an out of specification component as the measurement was taken on deformed portions of the wire guide lumen after it was split during use. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the product said to be involved confirmed the wire guide lumen has split at the distal end. A definitive cause for this observation could not be determined. The IFU cautions: "damage to wire guide lumen may result if zip port is visible and device is pulled from accessory channel with wire guide locked in wire guide locking device. If wire guide lumen is damaged, discard device." Prior to distribution, all fusion lithotripsy extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an ercp procedure, the physician used a cook fusion lithotripsy extraction basket. It was reported that after placing the extraction basket over the wire and inserting into the duct, the basket went into the pancreatic duct instead of the common bile duct even though the wire was in the common bile duct. The orange sleeve where the wire goes through the basket had ripped. They noticed that the basket was in the pancreatic duct when they shot fluoroscopy and the basket was wide open in the pancreatic duct. Procedure was completed by placing a biliary plastic stent. They were attempting to remove large stones in the common bile duct. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.